Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Please see corrections to d9, e1, e2, e3. The information was inadvertently omitted from the initial medwatch report. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The user sent the subject device to a third party for culture testing where: sampling date: mar 13, 2024 sampling from: all channels cfu: 53cfu/100ml bacterial identification: pseudomonas aeruginosa sampling date: mar 20, 2024 sampling from: all channels cfu: 31cfu/100ml bacterial identification: 30cfu/10ml_pseudomonas aeruginosa, staphylococcus warneri olympus sent the subject device to a third party for culture testing where: sampling date: may 15, 2024 sampling from: all channels cfu: <1cfu/100ml bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria was detected from the same sampling location in the first microorganism test and the additional test. Therefore, it¿s likely that the reprocessing was insufficiently conducted. A root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.